Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with completely broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing reservoir tube o ring.

Event description:
The customer reported via phone call that she tapes the reservoir down, but when the reservoir goes low, she does not get enough insulin. Customer then receives a high blood glucose. Customer stated that she can be lying down and the reservoir comes off. Customer was still using the pump and was holding the reservoir to give a bolus. Customer stated that there are pieces missing and pieces that are chipped off the reservoir compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned a hospitalization on (B)(6) 2015 with a blood glucose of 740 mg/dl. Customer stood up and hit her face on the dresser, which broke her nose. Customer's husband called 911. Customer mentioned that she was on dialysis. Customer had high potassium and will be released in a few days. Customer stated that the pump was removed at the hospital. Customer declined troubleshooting .

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.